Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm reading was around 40-50 mg/dl and the patient was self-treating based on the cgm. On (B)(6) 2024, the cgm was still showing low readings and the highest went was 67 mg/dl. There was no bg taken. During that time, she started to feel symptoms like sinus infection and discoloration of it. So she decided to go to the hospital and drove by herself. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka) and the bg reading was 1020 mg/dl while the cgm was still giving low readings around 40 to 50 mg/dl. The patient was admitted for 2 days. The sensor was removed on the 2nd day she was in the hospital. The patient was treated with continuous insulin IV and electrolytes. The patient was discharged on the (B)(6) 2024. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.